Event description:
A malfunction alarm on a pump was reported by the caller. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl (27.7 mmol/l). The customer did not experience any notable events prior to the malfunction and was assisted by cts in resetting the pump. After the reset, the same malfunction code did not recur, and the customer was advised to continue using the pump and to contact support if the issue reappears.